Manufacturer narrative:
Event consists of an angiojet broken device during an angiojet procedure. The pt is a (B)(6) male with unk medical history. The physician gain access via the brachial artery and placed a pilot guidewire w/o any issues. The wire was advanced below the popliteal on the opposite side. It is believed that the lesion was in the iliac. An angioject ultra spiroflex vg thrombectomy set was advanced over the wire with some resistance. The physician continued advancing the angiojet device over the wire while visualizing only the distal tip of the wire. When the angiojet device could not be advances any further the physician moved the c-arm to visualize the brachial artery. Once visualized the physician realized the angioject device had doubled over itself and was stuck on the wire. The physician attempted to free the angioject device from the wire multiple times through wire/catheter manipulation, but could not resolve the problem. Another physician then gain access and advanced a snare catheter up to the angiojet device to snare it. The physicians were able to snare the angiojet device but still could not pull the device out. The physician gain vessel access through the groin and performed lytic therapy with a non angiojet device. The physician then did a cut-down on the pt to remove the angiojet device from the brachial artery. A piece of the angiojet had broken off, but the physician was able to retrieve this piece via the cut-down. The physician stated that there were many issues that resulted in the complication. The pt did very well post operating with no add'l complications. This event is considered a reportable event as intervention was required to retrieve the broken portion of the angiojet ultra spiroflex vg thrombectomy set.

Event description:
Physician got access and placed wire as usual. Access was brachial and wire was advanced below the popliteal on the opposite side. Aj catheter was advanced over a pilot wire with some resistance. Physician continued advancing the aj catheter over the wire while visualizing only the distal tip of the wire. When the aj catheter would not advance anymore, he moved the c-arm to visualize the brachial artery. Once visualized, they realized that the aj catheter had doubled over on itself and was stuck. They attempted to free the angioject catheter from the wire multiple times through wire/catheter manipulation, but could not resolve the problem. Another physician then gained groin access and advanced up toward the aj catheter to snare it. They were able to snare it but still could not pull it out. Lytic therapy was completed through groin access with out the use of another aj catheter. The physician then did a cut down on the pt to remove the aj catheter form the brachial artery, piece was broken off, but was successfully retrieved during the cut down. The physician stated that in hindsight he should have used a long sheath, visualized the catheter upon entry instead of visualizing the wire. He stated that there were many issues that resulted in the complication. Pt did very well post operationally with no add'l complications.